Manufacturer narrative:
The reported event of thermogard xp ivtm system (sn (B)(4)) won't recognize air-trap, received 'check saline alert' error message was not confirmed. Zoll service personnel visited that account to inspect the ivtm thermogard system. During visual inspection, there no physical damages observed on the ivtm thermogard system. The ivtm thermogard system passed the functional testing. There were no device deficiencies found during the evaluation of the system, which could have caused or contributed to the reported event. Cleaned air intake filter and verified that the ivtm system operates within manufacturing specifications. The event log review showed no evidence of error messages on the reported event date.

Event description:
It was reported that the ivtm thermogard system won't recognize air trap, received 'check saline alert' during treatment. The ivtm treatment was completed at the time, no other ivtm system was used. No consequences or impact to patient.